Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube placement. Furthermore, the IFU (instructions for use) for post peg tube placement indicate the following: secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension, and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Approximately 4 to 5 hours after the peg tube insertion, the patient had intense abdominal pain. On an unreported date, the patient was hospitalized with a pneumoperitoneum. It was reported that pneumoperitoneum was related to the peg tube placement as it was suspected that the external bumper and the internal bumper were not tightened enough and had let air go into the peritoneum. At the time of report, the pneumoperitoneum was resolving.